Event description:
Event description guidant received information that this atrial implantable lead was fractured 2 months earlier. Since then, the impedance on the coronary sinus lead has increased. The right ventricular lead displayed normal and stable measurements. There was no noise on the rv or shcok channel. The atrial lead was surgically abandoned and replaced.